Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, or power loss errors were noted during testing. Also no unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Self test returned an unexpected hardware low level failure alarm. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms. Insulin pump had failed battery test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.